Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been provided with this report. It was clarified that the customer did not have a blood glucose value of 41mg/dl, 41 was the sensor glucose reading; which now makes this event a not reportable event. The initial report was created in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The customer was treated for the low blood glucose with candy. Customer's blood glucose level was 85 mg/dl at the time of the call. The customer declined to troubleshoot for low readings. The product was not returned for analysis.